Event description:
Meter would not power on. The pt had recently replaced the battery. On the day of the event, the pt did not attempt to test their blood sugar, while experiencing symptoms, because the meter had not powered on the day before. The pt was feeling dizzy, nauseous, and "not responsive, i.e. Staring off into space." Pt's family member gave them orange juice with sugar and called the paramedics. When the paramedics arrived, they tested their blood sugar (family member does not know what the result was). The pt was "coming out of it" by the time the paramedics arrived. The family decided to take them to the clinic instead of the paramedics because of the cost. At the clinic, the pt was treated with insulin and an IV. The pt was told that their blood sugar was high (result unknown). When the pt arrived home, they tested on their neighbor's meter and obtained a reading in the 170-mg/dl range. The pt was using test strips that were 6 to 7 years old; they had only one vial. It appears that the pt does not test on a regular basis due to the expiration date of the test strips. Based on the info provided, the case is being reported as an adverse event due to use error. Although the pt did not attempt to test on the meter the day of the event, had they been able to test the day prior, they may have been able to treat themselves earlier. The meter is being replaced for the pt. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt for more info. No further info has been reported.